Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited abnormal battery switching with a subsequent ventricular assist device (vad) stop alarm. In addition, controller alarms could be viewed on the monitor, but were unable to be seen on log files. Log file review indicated the controller had had a corruption causing alarms and power up events to be logged with an erroneous time stamp and waveforms were only able to be viewed up until a certain date and time. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple vad stop alarms and multiple controller power up events logged with an incorrect date stamp. Prior to the incorrect date and time, analysis of data logs revealed several power switching events due to momentary disconnections between controller and batteries. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed a failure of the front panel leds to illuminate when batteries were connected to the controller. In addition, the controller was unable to communicate with external batteries. Internal inspection of the controller revealed a damaged diode on the communication line pertaining to power ports. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, there was intermittent communication between the controller and batteries, causing the controller to trigger a critical battery or power disconnect alarm when batteries were connected to the power ports of the controller during testing. Furthermore, when two batteries are connected, the controller would restart. The controller would still accept power from a controller ac adapter. As a result, the reported events were confirmed. The damaged components most likely affected the real time clock integrated circuit, causing the incorrect data and time stamp. The vad stopped alarm was logged due to a disconnection of the driveline from the controller. The vad stopped and controller power up events were likely due to an attempt to troubleshoot the issue. A possible root cause for the damaged diode and integrated circuit component on the communication line can be attributed to a misalignment of the cac adapter on the power ports of the controller, causing a voltage spike on the communication pin of the connector. The most likely root cause of the reported power switching events may be attributed to momentary disconnections between the controller and batteries. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. Updated section: h7 and h9. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.